Event description:
The MFR received info alleging a ventilator failed to charge its battery. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a failure of the device to charge its internal battery was observed. The device's detachable battery cable was replaced to address the issue.